Event description:
No alarm - failed sensor and the pump has not alarmed when the IV fluid bag was empty but had continued to work, thus pulling through 6ml of air into the system.

Event description:
Device history record was reviewed and nothing linked to the reported event was observed. As no date for the reported event was provided the last infusions were checked. 22 july was probably the date of event. The device has infused during the night (1 time without drop sensor and 1 time with the drop sensor connected). Infusion is stopped 3 times after 03:16 by alarms (upstream, bubble and downstream alarms) until kvo. History data is still insufficient to confirm the reported event. The reported device was sent to brézins for investigation. Visual check found that the received drop sensor has elongated cable. Tests were carried out and when the received sensor was connected to device, a different behavior is visible randomly depending of wire orientation on rj connector (sensor failure). Internal check of the drop sensor showed a random contact of yellow wire on connector. This signal indicates at the pump software if sensor is connected or not. Internal check of the inside of pump showed a clean area without liquid infiltration. No visible assembly/soldering defect on rj connector. With a new sensor, end of bag is well detected after some seconds @ 100 ml/h (under flow alarm is triggered). The accuracy flow rate test is compliant compared to IFU specifications (+/- 5%). For this event no technical cause could be identified for the device. The cause of the reported event is due to a defective accessory, the drop sensor. Note: in this case of programing (vtr mode) and drop sensor defect, end of infusion will nevertheless be detected either with end of infusion alarm, or upstream pressure or air alarm. (Which seems to have been the case from information found in the log if the date of the event is confirmed) this complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.